Manufacturer narrative:
The actual device in the incident has not yet been returned to the MFR to be evaluated. Without the sample a thorough eval could not be performed. No specific conclusions can be drawn. It would be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. It appears from the event description that the product functioned properly, however, the needle was not disposed of immediately and during cleanup the needle clip was somehow manipulated and exposed the needle, resulting in a needlestick. All available info has been provided to the actual MFR.

Event description:
As reported by the user facility: IV start unsuccessful, the stylet was removed from catheter, clip engaged at tip, nurse placed product to side in packaging. When picked up, the clip "was not on the end" of the stylet. Nurse sustained needlestick injury. Facility protocol followed. Pt was positive for (B) (6). Additional info provided by the facility indicated the nurse in the incident had initial baseline bloodwork testing done. The nurse is due to have 6 week bloodwork testing performed. There will be a 12 week follow-up testing and 6 month follow-up testing performed. The sample will be sent for eval by the sales rep.